Event description:
Patient has significant history of d-transposition of the great vessels and cva. During device interrogation, the pacemaker was found to be prematurely at end of life. Patient underwent generator replacement and additional three days hospital admission.